Event description:
It was reported that pump displayed malfunction code and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if problem returned.